Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) battery placement was driving them nuts. If they bent it felt like the ins was going to pop through their skin and the ins rocked back and forth. These issues had become worse over time. The patient didn't notice these issues initially after implant because of swelling but the patient had undergone some fluctuations in their weight so the ins placement was a little more noticeable at the time of the report. The patient was going to make an appointment with their doctor regarding the ins placement. The patient was indicated for spinal pain.